Event description:
It was reported by service report that the brakes are not functioning to specification. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake cam.